Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was the additional finding of a broken image due to a defective cable. There were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to cable failure noise on the image occurred. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head had a grainy image. The event occurred at the end of a therapeutic laparoscopy procedure. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a defective cable which caused a broken image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.